Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 05-jan-2022. This spontaneous case describes the occurrence of heavy menstrual bleeding ('menorrhagia') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In 2014, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhoea"), asthenia ("asthenia"), thyroid disorder ("dysthyroidism") and affective disorder ("mood disorders"). The patient was treated with surgery (essure removal via hysterectomy and salpingectomy on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, dysmenorrhoea, asthenia, thyroid disorder and affective disorder outcome was unknown. The reporter provided no causality assessment for affective disorder, asthenia, dysmenorrhoea, heavy menstrual bleeding and thyroid disorder with essure. The reporter commented: essure was inserted in (B)(6) in 2012. Onset date of adverse event 2015 to 2021 (also reported as 2014). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: lymphoplasmacytic infiltrate in the tubes at the anatomical pathological examination. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-jan-2022. The most recent information was received on 12-jan-2022. This spontaneous case describes the occurrence of heavy menstrual bleeding ('menorrhagia') in a 51-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In 2014, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhoea"), asthenia ("asthenia"), thyroid disorder ("dysthyroidism") and affective disorder ("mood disorders"). The patient was treated with surgery (essure removal via hysterectomy and salpingectomy on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, dysmenorrhoea, asthenia, thyroid disorder and affective disorder outcome was unknown. The reporter provided no causality assessment for affective disorder, asthenia, dysmenorrhoea, heavy menstrual bleeding and thyroid disorder with essure. The reporter commented: essure was inserted in canada in 2012. Onset date of adverse events 2015 to 2021 (also reported as 2014). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: lymphoplasmacytic infiltrate in the tubes at the anatomical pathological examination. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-jan-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.